Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was not capturing. The lead was found to have dislodged and was lying in the coronary sinus. The physician attempted to advance the lead but it dislodged. Multiple attempts were made to gain venous access but a venogram showed occlusion as the patient also had a right ventricular (rv) and right atrial (ra) lead. The lv lead was removed and will be replaced in the future by an epicardial lead. The rv and ra leads remain in use. No further patient complications have been reported as a result of this event.